Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. The fse resetted the flexvision pc and the hdd connection. After reset of flexvision pc and hdd, the system was returned to use in good working order. Later, the issue recurred twice, so the flexvision pc was replaced by fse in that workorder. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system was not booting. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.